Manufacturer narrative:
Device eval by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a circumferential tear 12.4cm from the proximal end of the balloon. The inner shaft was separated at the tack weld 123.6cm from the strain relief. There was a section of inner shaft with the device that was severely buckled and stretched and could not be accurately measured. The distal portion of the balloon, tip, and part of the inner shaft was missing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a portion of the balloon became separated and remained in the patient. A 4f 3mm x 220mm x 150cm sterling was selected for use in a balloon angioplasty procedure. During the procedure post dilation, the balloon was deflated and removed from the patient. It was then discovered that a portion of the balloon had separated and remained in the patient. Attempts were made to retrieve the device fragment, but they were unsuccessful. The procedure was completed with a covered stent. The patient was fine and in stable condition.

Event description:
It was reported that a portion of the balloon became separated and remained in the patient. A 4f 3mm x 220mm x 150cm sterling was selected for use in a balloon angioplasty procedure. During the procedure post dilation, the balloon was deflated and removed from the patient. It was then discovered that a portion of the balloon had separated and remained in the patient. Attempts were made to retrieve the device fragment, but they were unsuccessful. The procedure was completed with a covered stent. The patient was fine and in stable condition.